Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 6-aug-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and there was map shift of "a couple of millimeters" between the catheter location and the location depicted on the map. There was no patient shift, and the patches remained in the same location since the patient was paralyzed. There were no errors or alerts displayed on the carto 3 system. The patient was not cardioverted. The map shift occurred immediately after delivering the first pulse field ablation pulses. Through intracardiac echocardiography (ice) the medical team was located in the vein, but the map shift showed that they were far out, by the appendage. The procedure continued and completed with the physician utilizing fluoro for guidance. After the case completed, the medical team created a new map with new geometry. Device evaluation details: the manufacturer investigated the issue. During the investigation, the data from the hospital was requested, received and reviewed. According to the data it was found that the that the catheter was moved very quickly which impacted the ability for point acquisition. In addition the parameters for acquisition were very small which will impede acquisition even more. Therefore, the issue is defined as user related. It was also reported that the map shift occurred immediately after delivering the first pfa (pulse field ablation) pulses. It was found that the reported map shift was caused due to high metal values during mapping below warning level. The issue is related to a defect. The manufacturing record evaluation was performed on carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and there was map shift of "a couple of millimeters" between the catheter location and the location depicted on the map. There was no patient shift, and the patches remained in the same location since the patient was paralyzed. There were no errors or alerts displayed on the carto 3 system. The patient was not cardioverted. The map shift occurred immediately after delivering the first pulse field ablation pulses. Through intracardiac echocardiography (ice) the medical team was located in the vein, but the map shift showed that they were far out, by the appendage. The procedure continued and completed with the physician utilizing fluoro for guidance. After the case completed, the medical team created a new map with new geometry. Prior to this procedure, they had disconnected all cables from the front of the patient interface unit (piu) and then rebooted the piu, with no cables connected, but that did not solve the issue.